Event description:
The customer reported to olympus, the camera head was generating intermittent color bars where the image was lost. The issue occurred while the camera head was being operated by a surgical technician prior to a scheduled cystoscopy procedure. As reported, there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. The device evaluation did find the unit failed a leak test due to a punctured cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the indicated phenomenon was not reproduced, it is possible that an image was not temporarily displayed because water entered from the puncture on the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.